Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe with needle assembly in an opened blister pack form batch 9001858 (p/n 305271) was received and evaluated. It was observed the retraction mechanism was partially activated with the stopper at the 1/2ml marking. The cutter was exposed through the stopper but too far away from the hub for the needle to retract. This is a rejectable condition per product specification. A physical unused sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 305271, batch no. 9001858. It was reported that during use of the bd integra¿ syringe with detachable needle the stopper separated from plunger while injecting medicine. The following information was provided by the initial reporter: consumer stated that it was his first time using the syringe and when he went to inject, stopper went through the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 305271, batch no. 9001858. It was reported that during use of the bd integra¿ syringe with detachable needle the stopper separated from plunger while injecting medicine. The following information was provided by the initial reporter: consumer stated that it was his first time using the syringe and when he went to inject, stopper went through the plunger.